Event description:
This case is cross referred with the (B)(4) (cluster). This unsolicited case from united states was received on 06-dec-2017 from a health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency had redness, could not walk, pain and swelling. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in both knees for bilateral knee osteoarthritis. On an unknown date, after unknown latency, patient had pain, swelling, redness, and could not walk due to pain and swelling. Patient took a methylprednisolone (medrol) dose pack. Corrective treatment: not reported for all events. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for all events pharmacovigilance comment: sanofi company comment dated 19-dec-2017: this case concerns a patient who received synvisc one injection from recalled lot and patient's knee became swollen. A temporal relationship cannot be established as event onset date and therapy details are unknown. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal role of suspect product in occurrence of the events cannot be excluded.

Event description:
This case is cross referred with the cases (B)(4). This unsolicited case from united states was received on 06-dec-2017 from a health care professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and on the same day had pain/extreme pain, swelling/ extreme swelling and unable to wear weight on both legs, after unknown latency had redness, could not walk. Also device malfunction was identified for the reported lot number. No medical history, past drug and concurrent condition was provided. The patient had no known drug allergy. The concomitant medications included: gabapentin and duloxetine hydrochloride (cymbalta). On (B)(6) 2017, the patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: may-2020) in both knees for bilateral knee osteoarthritis. The same day, the patient had extreme pain and swelling and was unable to wear weight on both legs. On an unknown date, after unknown latency, patient had redness, and could not walk due to pain and swelling. Patient took a methylprednisolone (medrol) dose pack. No laboratory tests were done. On an unknown date, the patient recovered from extreme pain, swelling and unable to wear weight on both legs. It was reported that the events were related to synvisc one corrective treatment: not reported for unable to wear weight on both legs and device malfunction; methylprednisolone (medrol), icing and taking rest for rest of the events outcome: recovered for pain/extreme pain, swelling/ extreme swelling and unable to wear weight on both legs; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for all events follow up information was received on 05-jan-2018. Global ptc number was added. Additional information was received on 13-feb-2018 from the patient. The additional event of unable to wear weight on both legs was added with details. The event verbatim of pain was updated to pain/extreme pain and of swelling was updated to swelling. The event onset date of pain/extreme pain, swelling/ extreme swelling was updated to 14-nov-2017 for both. The suspect product start date and expiry date was added. The event outcome of pain/extreme pain and swelling/ extreme swelling was updated from unknown to recovered. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 13-feb-2018: this case concerns a patient who received synvisc one injection from recalled lot and patient had weight bearing difficulties and was unable to walk.also there was pain swelling and redness in the knees. A temporal relationship can be established between the device and adverse events. In addition, the concerned lot number has been idenitified to have malfunction by the company, hence, the causal role of suspect product in occurrence of the events cannot be excluded.